Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system displayed three alerts for therapy delivery for this patient. The first alert was for anti tachycardia pacing (atp) therapy delivered to convert an arrhythmia with ventricular shock therapy delivered to convert arrhythmia. The second and third alerts were for anti tachycardia pacing (atp) therapy delivered to convert an arrhythmia. The average ventricular rate was 204bpm, with 1:1 av rhythm noted with atrial undersensing noted throughout. Further assessment of the atrial sensing parameters was recommended as the atp in the second event may have been inappropriate therapy. No adverse patient effects were reported. Additional information was received that another alert was generated for atp therapy. Review of the presenting electrogram (egm) and stored therapy egm, showed intermittent atrial undersensing. Additionally, lead trends showed a history of low amplitudes, the report was forwarded to the patient's physician. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system displayed three alerts for therapy delivery for this patient. The first alert was for anti tachycardia pacing (atp) therapy delivered to convert an arrhythmia with ventricular shock therapy delivered to convert arrhythmia. The second and third alerts were for anti tachycardia pacing (atp) therapy delivered to convert an arrhythmia. The average ventricular rate was 204bpm, with 1:1 av rhythm noted with atrial undersensing noted throughout. Further assessment of the atrial sensing parameters was recommended as the atp in the second event may have been inappropriate therapy. No adverse patient effects were reported.